Manufacturer narrative:
Approximate age of device ¿ 2 years and 6 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). During a clinic visit around (B)(6) 2017, the patient reported that starting about 2 weeks prior, on approximately (B)(6) 2016, pump power elevations were noted to be occurring. The patient had not notified the vad team in order to avoid a possible hospitalization due to the holidays and a daughter¿s wedding. Reportedly, the clinicians were concerned about possible thrombus due to the elevated pump powers and high estimated pump flow values. Additionally, the patient¿s lactate dehydrogenase (ldh) level was being followed in the clinic due to an increase to approximately 800 u/l on an unspecified date. On (B)(6) 2017, the patient was administered IV heparin. The thromboplastin time was 38.8 seconds. On (B)(4) 2017, the system controller log file was submitted to the manufacturer¿s technical services representative for review. The elevated pump power and estimated flow were confirmed, with a pattern that may potentially be suspect for thrombus. The patient was discharged to home on (B)(6) 2017. The patient was seen for a routine clinic visit on (B)(6) 2017, and it was reported that the patient was stable, and doing fine.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. The report of elevations in power/estimated flow were confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the changes in pump parameters could not be conclusively determined. Moreover, a correlation between the device and the reported elevated ldh and suspected thrombus could not be conclusively determined as the pump remains in use. The patient remains ongoing on vad-56812 and no additional events have been reported at this time. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.